Event description:
On (B)(6) 2013, clinical specialist reported receiving a message from the patient that he was hospitalized and diagnosed with ketoacidosis while using the infusion device. Clinical specialist stated the patient woke up in the morning of (B)(6) 2013 and noticed that his infusion set had become disconnected from his body while sleeping. Clinical specialist reported the adhesive of the infusion set was not sticking to the patient's skin. Clinical specialist stated the patient decided to take a shower before placing a new infusion set on, but got sick in the shower and his wife drove him to the hospital. Patient did not take his blood glucose reading on his blood glucose monitor. Clinical specialist reported the patient's blood glucose level was tested on the hospital meter in the low 300's mg/dl and he was admitted to the hospital and then diagnosed with ketoacidosis. Clinical specialist stated the patient was not connected to the infusion device while in the hospital. Clinical specialist reported the patient was given insulin injections by the hospital staff but would have been able to treat himself. Clinical specialist stated the patient attached a new infusion set almost 24 hours after being admitted, connected to the infusion device, verified that the device was working properly and was released from the hospital on (B)(6) 2013. Clinical specialist reported the patient's blood glucose level was in the low 200's mg/dl when he reconnected to his infusion device and patient is currently feeling well. Clinical specialist stated the patient's blood glucose level prior to the incident was 137 mg/dl at 11:25 pm on (B)(6) 2013; did not deliver a bolus at that time. Patient's target blood glucose level is 100 mg/dl. Clinical specialist reported the patient believes the infusion device is working properly and that the cause of his ketoacidosis was the infusion set becoming disconnected from his skin. Clinical specialist stated the patient was active outdoors the day before the incident. Patient discarded the alleged infusion set. No product return was requested.

Manufacturer narrative:
Conclusion the complaint describing an insufficient sticking of the self-adhesive patch cannot be verified, the head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.